Event description:
It was reported that the patient's lead had high impedances. In turn, surgical intervention took place wherein the lead was explanted and replaced. During the procedure, it was visible the lead was fractured. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Manufacturer narrative:
The report event of impedance issues was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.